Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture failed to deploy. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The analysis of the returned device did not confirm the reported experience for this complaint, because the cuffs, link, needle tip and monofilament were not returned with the device. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based in the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.